Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on the right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this friday, 31 october. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the physician elected to program the ventricular tachycardia mode to off, (value other than monitor plus therapy) while waiting on the lead revision. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. The mv sensor is automatically disabled for tachycardia devices within a few seconds of detecting mv sensor oversensing. Therefore, oversensing of the mv sensor signal in icds and crt-ds will not result in inappropriate tachycardia therapy, injury, or life-threatening harm. Intermittent pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Risk assessment: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on the right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this friday, (B)(6). At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the physician elected to program the ventricular tachycardia mode to off, (value other than monitor plus therapy) while waiting on the lead revision. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the lead is still implanted and a revision has not been scheduled at this time. No further assistance was requested at this time. The ICD and rv lead remain implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock impedance measurement on the right ventricular (rv) lead. The impedance measurement had a sudden increase to 127 ohms, from the prior measurement average between 70 and 80 ohms. The presenting electrogram (egm) shows clear rv and shock egms. It was noted there was a pace impedance measurement decrease to approximately 329 ohms last month with a subsequent recovery to baseline, all within range. There was a signal artifact monitor (sam) event recorded that showed oversensed noise that resulted in the minute ventilation (mv) feature being automatically disabled. There was also a right ventricular automatic threshold (rvat) test egm that shows possible loss of capture (loc) with non-physiological signals, not sensed by the device. Additional information received advised stored ventricular tachycardia (vt) episodes show noise in the rv lead being sensed in the ventricular fibrillation (vf) zone. Further review was recommended for a possible anomaly with the rv lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received advised the rv exhibited high out-of-range pacing impedance measurement greater than 3,000 ohms and the shock impedance measurement is high out-of-range greater than 200 ohms. The available electrograms (egms) show oversensed noise and over 20 non-sustained ventricular tachycardia (nsvt) episodes over the past week. The patient has been scheduled for an in-clinic appointment this friday, 31 october. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.